Manufacturer narrative:
The device history records were reviewed and found to be conforming. The manufacturer did not receive the device yet; however it is indicated by complainant that it will be returned for investigation. X-rays and surgical reports were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the distal attachment of the screwdriver, "which fix the pole screw", broke up intraoperatively after normal inserting the pole screw on the screwdriver, without physical strength and during screwing in and tightening the pole screw. The metal nose remained in the pole screw, to fix the inlay subsequently in the cup, the centering nose was removed. With the image converter control no additional fragments were found in situ, but finally the snap ring was discovered, which is located proximal on the trochanter major. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: d10, h2, h4, h6. Correction: b4, g4, g7, h10. Event summary: it was reported that during surgery, the tip of the setting instrument for pole plug broke off while tightening the pole plug in the cup. The pole plug would have been attached to the instrument without physical strength. Attempts were made to remove the fragment from the pole plug, but it did not succeed. Therefore the metal tip remained in the pole plug. In order to fix the inlay subsequently in the cup, the centering nose was removed. With the image converter control no additional fragments were found in situ. However, finally the snap ring was discovered, which is located proximal on the trochanter major. The instrument has been used approx. 10 times. It is mentioned that s the pole plug has already been fully inserted at the time of the fracture of the instrument, the inlay coud be fixed and therefore the cup did not have to be revised. Review of received data. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - three x-rays have been received. One is dated (B)(6) 2018 and has most likely been taken intraoperatively. On all three x-rays the fractured off clamp ring is visible close to the trochanter major. - implantation surgical report: diagnosis: acute dislocated fracture. It is described that the allofit shell is implanted. Setting of the pole plug. The fixture for the pole plug is sheared off, therefore the cavity of the plug is not empty. The sheared off part could not be removed. However, it is flush and does not protrude. Impaction of the pe-inlay jj 36. The peg is cut off, due to the filled cavity of the plug, as described before. Correct positioning of the inlay. The x-ray control showed a correct positioning of the implants. Devices analysis . - visual examination: the setting instrument has been returned for an investigation. The tip of the instrument has broken off. Additionally, there are slight deformations at the shoulders of the tip of the instrument. Review of product documentation. - DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary. It was reported that while tightening the pole plug, the tip of the setting instrument fractured off and remained in the pole plug. Based on the investigation the reported event can be confirmed. The tip of the instrument has fractured off. As part of the instrument remained in the patient's body, it is recommended to monitor the patient. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The most likely root cause leading to the fracture of the instrument might be related to instrument design and / or conditions of use. A deep investigation was performed including the initiation of corrective and preventive actions and health hazard evaluation to assess the necessity of corrective actions and/or a field action. The CAPA investigation concluded the below root causes: ¿ surgeon has limited visibility of the plug during insertion with the straight setting device of revision d. The surgeon may not see when the pole plug is fully seated (leading to a potential deformation of the instrument tip). ¿ the described surgical technique is not always followed and the instrument has been misused. Both surgical techniques of the alloclassic cup and alloclassic it cup do describe the correct handling of the pole plug inserter. However, the descriptions of how to use the setting instrument are not fully aligned. ¿ a cad analysis showed that a potential minimal collision between the instrument and the acetabular cup may happen during the insertion of the pole plug. This collision may result in the instrument slightly separating from the pole plug, which may lead to a deformation of the setting instrument. Corrective actions related to the affected setting instrument have been implemented. These corrective actions include the following: ¿ the design of the instrument was improved and design revision e has been released on sept 22, 2020. The visibility of the surgical field was improved by flattening the tip of the straight setting instrument and the potential worst case collision/overlap between instrument and acetabular cup was eliminated. ¿ a surgical technique amendment was implemented. The descriptions of the alloclassic cup surgical technique was aligned with the description in the surgical technique of the alloclassic it cup. Alloclassic cup was released and is valid since sept 22, 2020. Evaluation and associated risk assessment showed that the probability of occurrence of harm is still within the given limits of the corresponding risk management file, and therefore is considered low risk. Based on this, zimmer biomet decided to not initiate an fsca for this product. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).